Event description:
It was reported that the user experienced a persistent alert indicating the audio alarm was not audible despite multiple restarts, consistent with an audible alarm malfunction associated with the device¿s speaker component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact, and the user relied on an alternative insulin therapy during the event. Investigation included communication with the user and review and analysis of information provided by the user. Investigation of this case revealed an electrical or electronic component problem consistent with a no-audible-alarm issue traced to the speaker or sounder component. It was concluded, based on previously established findings for similar reports, that the cause was component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Investigation description. Complaint was confirmed and duplicated. Alert 65 was present in the notifications menu. No audible output was observed following volume adjustment. A known-good speaker was installed and the alert cleared; alert sound was audible. The cause for alert 65 was determined to be a loose connection.